Event description:
During laparoscopic cholecystectomy, covidien clip applier misfired while clipping the duct and blood vessels of gallbladder. It appears it only half "fired", and one side did not bend around to complete a full clip. Surgeon then abandoned the clip applier and used the vascular stapler, (laparoscopic gia) to complete the seal on the duct and blood vessels. Surgery completed with no other injury or complication.